Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the severely tortuous and severely calcified forearm vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon. During procedure, the balloon ruptured in a pinhole form upon second inflation at 6atm for 2 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.